Event description:
It was reported that during the implant procedure the lead helix of the failed to retract. It was also noted that the physician was unable to deploy the helix outside of the body. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).